Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's spouse reported via phone call that the customer experienced low blood glucose below 20 mg/dl. Spouse stated she found him on the floor and there is a strong smell of insulin in the insulin pump. The device was completely dry and blood glucose did not register on meter. Customer treated with food and glucose tablets. Troubleshooting could not be performed as the device was not available. It was advised to have the customer disconnect and revert to back up plan. Customer's spouse stated the customer would call back for troubleshooting and possibly replacing the insulin pump.